Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed parameters to be within normal pump operation. On-site inspection revealed a small crack approximately three centimeters (3 cm) from driveline strain relief when the old repair was removed, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the reported event may be attributed to excessive bending of the driveline near the strain relief during use. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that there was a small break noted on the patient's driveline cable. During the service evaluation, the old driveline sheath repair was removed which revealed a single small crack around 3 centimeters (cm) from the strain relief. A driveline sheath repair was performed on an outpatient basis with no reported patient consequence. There was no pump stop during the repair. A photo of the reported damage appears to confirm the event. No further information has been provided.